Event description:
A report was received that an otological scope was used on a patient. Subsequently, a crack was noted in the scope after it was used on a patient. It is unknown why and how the cracked developed in the scope, and the physician did not notice the crack prior to use on the patient. The scope had been disinfected in cidex plus 28 day solution (cp28) prior to use. When the scope was inserted in the patient's nasal cavity, the crack on the scope came to be pierced and some "solution" (possibly in the scope) dropped through the patient's nasal cavity. It was reported that the patient experienced "bitter taste" at that point. While it is possible that the solution was residual cp28 that was not completely rinsed off from the scope after disinfection, this cannot be confirmed. The patient was advised to contact the facility should he experience an adverse effect. To date, no report has been received. Additional information regarding the current patient condition has been requested.

Manufacturer narrative:
Asp investigation summary: the investigation included complaint trending by problem code, failure mode and effects analysis, and health hazard evaluation. No lot number to perform DHR review. No lot number was provided for this complaint and no samples were returned for evaluation. A review of the complaints from august 2009 through december 2010 for cidexplus solution with the problem code "hr-mucous membrane contact" did not reveal any other complaints; therefore, not considered a significant trend. The cidexplus fmea (failure mode and effects analysis) was reviewed for potential patient reactions due to exposure. The rpn (risk priority number ) score was found to be below the threshold of 100; therefore, no further action is required at this time. A review of the health hazard evaluation (hhe) for potential contact with glutaraldehyde solution indicated a hazard/risk index of 3 (none/negligible). There was no information to suggest that the crack in the scope was caused by cidexplus solution. The information gathered suggests that possible use error had attributed to this event as the scope was damaged prior to disinfection in cidexplus solution. It was reported that no medical attention or treatment was sought. Upon subsequent follow-up, it was reported that the patient was doing fine. No further details were provided regarding this event. Asp will continue to monitor for trends.